Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a hypoglycemic event while using the ilet bionic pancreas, with a recorded blood glucose of 39 mg/dl; the user was not exercising, had not taken a correction dose, and had not announced a meal prior to the event, and the device was factory reset per healthcare professional recommendation with insulin delivery subsequently resumed as usual. Symptoms included hypoglycemia. Outcomes included the need for oral glucose to treat the event. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.